Event description:
Customer reports to have received excessive no delivery alarms and resolves no delivery with infusion set. Customer was advised to call when receiving no delivery in order to troubleshoot. Customer also reports to have been hospitalized on (B)(6) 2014 with blood glucose of 700 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip. Customer was advised that infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge (B)(4).